Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented for post implant follow up. CT scan revealed a small perforation caused by the right ventricular lead. The patient experienced abdominal vibration while pacing along with pain and discomfort. The lead exhibited high threshold. The lead was explanted on (B)(6) 2018.the physician elected to go for passive lead since the cardiac tissue was too thin. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.